Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues causing it to no longer function. As the patient had recently relocated, they requested assistance finding a new physician in their area and the patient liaison provided guidance on locating one. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Date of event is an approximate.